Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support in resetting the pump, and the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to call back if any further issues arise.